Event description:
It was reported that the pump telemetry confirmed a critical alarm due to low battery reset. Reset "low battery on 2011 (B)(6); motor stall seen on 2011 (B)(6) and another reset on 2011 (B)(6). Safe state occurred and stopped pump may exceed tube set was noted. Drugs delivered via the device were morphine 65mg/ml and clonidine; patient was originally on morphine 62mg/day but pump reverted to minimal rate/safe state". The patient experienced forgetfulness. The stall recovered a couple days later; cause was unknown. The patient went home with preservative free normal saline in the pump and would be getting a replacement. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8703w. Accessory kit: lot #: l44341, implant date: (B)(6) 1999, explant date: unk.

Manufacturer narrative:
Analysis of the pump revealed a motor feedthru anomaly. Pump passed the battery resistance test. In addition it was noted that the battery voltage "bounced up and down".

Event description:
Additional information: it was noted there was no injury. The patient outcome was noted as recovered with sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information reported that there was no attention dialog box displayed when the patient's pump was interrogated, yet the pump was still alarming. The alarm was due to a pump motor stall. The pump was replaced. It was unknown whether the patient's pump had been functioning since the previously reported event began. No information was reported related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.